Event description:
Philips received the medwatch report, where the event is reported as " patient presented at independent diagnostic testing facility for MRI left shoulder without contrast. Patient was provided with hearing protection. Within one hour of the exam the patient stated he was experiencing ringing in the ears. Patient has stated that he is still experiencing ringing in the ears. The patient stated he has been diagnosed with tinnitus. As of 2025, patient stated the tinnitus has not been resolved. MRI exam was performed on a philips hfo 1.0t. The event was reported to have occurred on 18-dec-2024 and the date of the report was 01-aug-2025. The complaint was reported anon anonymously. There is no device identifiers or user facility or contact provided. Based in the available information, serious injury can not be ruled out, therefore this issue has been determined to be a reportable event.

Manufacturer narrative:
Due to limited information and the fact that the medwatch report was submitted anonymously, we could not conclude if the mr system in this case was working correctly. There is no information available of any indication of a malfunction which would have contributed to the incident. It is known that the acoustic noise level of an mr system may be high enough to cause discomfort or result in temporary or even permanent loss of hearing when no adequate hearing protection is applied. The acoustic noise level of an mr system can also be one of the precipitating factors for the onset of tinnitus. Philips mr scanners fulfill the requirements as formulated in the iec60601-2-33 standard with respect to the allowed maximum acoustic noise production and are designed to be significantly quieter than the level set in this standard. Adequate hearing protection is necessary to prevent hearing complaints. The minimum level of protection is prescribed in the instructions for use (IFU): ensure to use acoustic damping of 30db or better. The IFU also states the special attention must be paid to patients to whom the headset or earplugs cannot be applied adequately. Furthermore, it stated that the operator should be trained to fit the earplugs properly.